Manufacturer narrative:
All operating currents were within specification, and no unexpected low battery or off no power alarms were noted. No moisture damage inside the pump was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had been going through batteries very quickly. Batteries would only last 2 to 6 days. Customer's blood glucose was 114 mg/dl. Customer's mother reported the replacement battery cap did not resolve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.